Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had minor noise sound is continuously coming from the speaker. The customer reset all connections to the speaker but problem remained. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reset all the connections of speaker but problem still remained. The fse tried with a new speaker and reset all connections of main board but the problem still remained. Finally, the fse replaced the main board and the unit was fine. All functional and safety checks are met to factory specifications.